Event description:
A malfunction alarm occurred, causing the customer's blood glucose (bg) level to increase to display as "high"; however, specific value was not provided. The customer received normal assistance by a third party, and a correction bolus was delivered to address bg. Technical support assisted the customer in resetting the pump, and the malfunction did not recur afterward. The customer continued to use the pump for insulin therapy.